Event description:
It was reported that during bypass surgery it was noted that there was high atrial impedance. A loose set screw was suspected. The device was removed from the pocket and the right atrial (ra) lead was removed from the header and inspected for integrity. The atrial lead was placed back into the header and the set screw was tightened. Normal atrial impedance values were measured and the pocket was closed. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, atrial lead impedance measured 4047 ohms consistently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.